Event description:
Customer reported that on (B)(6), 2014 he received a reading of 197 mg/dl on his adc blood glucose meter at 7:09 am, which was higher than he felt, noting that he didn't feel any symptoms "in accordance" with the reading. Customer further reported that approximately one hour later he went out with his granddaughter and subsequently experienced a loss of consciousness. Paramedics were called and upon arrival received an unspecified reading consistent with hypoglycemia. Customer was treated on the scene with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter was retuned on july 30, 2014 and an investigation utilizing the returned meter and retained test strips (lot no: 4500161498) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. A review of the meter's internal memory log revealed a reading of 197 mg/dl, which was received on july 9, 2014 at 5:36 am. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.